Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. It was reported that during preventive maintenance the cardiosave intra aortic balloon bump (iabp) had some issue in the blood pressure transducer. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had blood pressure transducer malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h6 (nvestigation findings, component codes, investigation conclusions, type of investigation) h11. A getinge field service engineer (fse) stated that the cardiosave was failing the bp transducer gain test during a service visit. Confirmed with tech support that the front end pcb was to be replaced as there is no adjustment in the field. Replaced the front end board to d.01 and performed the necessary calibrations as per the manual. Cardiosave was returned to use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, h6, h2, h11. Corrected fields: h6 (investigation type)